Event description:
The pt was implanted with an scs system on (B) (6) 2007. It was reported that the pt experienced overstimulation. During the explant procedure on (B) (6) 2009, the lead was tested and appeared to have no problems. It was reported that the physician was unable to reinsert that lead completely back into the ipg header, so the physician replaced the ipg. The explanted ipg was returned to ans for evaluation. Follow up on the pt found no further issues reported.

Manufacturer narrative:
Evaluation, method: - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Test leads were successfully inserted into both header ports. No overstimulation results verified from testing. Firmware on microprocessor appears corrupted. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirements as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.